Event description:
It was reported that at a routine follow-up appointment, an increased battery consumption rate of 271% was seen, as well as a decreased longevity from one year to three months remaining. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that at a routine follow-up appointment, an increased battery consumption rate of 271% was seen, as well as a decreased longevity from one year to three months remaining. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.